Manufacturer narrative:
It was reported that while placing a tunneled dialysis catheter, the jaw of the kelly clamp from the angio drape pack broke in two. This tool has been used only to place one suture prior. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that while placing a tunneled dialysis catheter, the jaw of the kelly clamp from the angio drape pack broke in two. This tool has been used only to place one suture prior.